Manufacturer narrative:
D4/g4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the tightrail was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. The leads were found to be extremely calcified into the vasculature; therefore, multiple spectranetics devices (tightrail sub-c rotating dilator sheaths, 16f glidelight laser sheaths, large visisheath dilator sheath, 13f tightrail (long)) were used during the procedure. The ra lead was removed without issues. After several devices were implemented to remove the rv lead, the 13f tightrail was the last device in use when the patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy and bypass. An ra perforation was discovered and repaired, the rv lead was removed, and the patient survived the procedure. The physician stated the rv lead was extremely adhered to the ra wall, and as advancement was made down the rv lead, it peeled tissue off the ra wall, causing the perforation. This report captures the 13f tightrail, the last device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.